Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user discontinued the ilet and requested a return, stating that the system¿s corrections were too strong and resulted in low blood glucose, and the user reverted to a previous pump; device problem and component details were not established. Symptoms included hypoglycemia. Outcomes included effects that could not be determined from the available information. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no specific findings and lacked sufficient information to identify a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established.